Event description:
It was reported that an ilet user experienced fluctuating glucose after repeatedly placing the pump on pause despite in-range glucose, which prevented insulin delivery and led to a subsequent high; the user then reported a low glucose and paused the ilet again, treated the low with multiple beverages, and later had elevated readings confirmed by fingerstick and sensor, after which a blood glucose value was entered into the ilet; education on avoiding unnecessary pauses was provided. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or clinical signs or symptoms. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.